Event description:
It was reported that during the reprocessing of a da vinci prograsp forceps instrument, a broken cable was identified. There was no report of fragments falling into a patient, and no patient harm, adverse outcome or injury was reported.

Manufacturer narrative:
The instrument has not been returned for evaluation; therefore, the root cause of the customer reported failure mode cannot be determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. The customer reported complaint does not itself constitute a reportable event; however, the reported malfunction if to reoccur could cause or contribute to an adverse event.

Manufacturer narrative:
Intuitive surgical inc. (Isi) has received the device involved with the complaint and completed device evaluation. Failure analysis investigation found that the pitch up cable was frayed at the distal clevis hub. The other cables at the wrist were intact and undamaged. Failure analysis investigation also found that the distal end of the main tube had various scratch marks with light material removal. Recurrence of the alleged failure mode is not expected to cause or contribute to a death, serious injury or serious deterioration in the state of health of a patient. Based on this additional failure analysis investigation information, this MDR report is being retracted.